Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure (date unknown), the surgeon implanted a three holes proximal humeral plate in the patient (good reduction), but realized there were not enough holes. The surgeon then decided to use another plate (five holes proximal humeral plate), but could not remove the three holes plate from the aiming arm. It was also reported the surgeon implanted the five hole plate without using the insertion handle for philos, and instead used a locking drill sleeve 2.8mm (percutaneous) directly on the plate. There was a delay in surgery for thirty minutes; with no adverse event to patient or additional treatment needed. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Additional narrative: part was returned to manufacturer on 07/02/2013. An additional evaluation/investigation was performed and coordinated by synthes (B)(4), and the report states the following: the investigation has shown that the stabilization pin is not in its initial position and the connecting screw is damaged. The review of the manufacturing documents revealed that the article was manufactured according to the specifications. No manufacturing related conditions were found. In addition, it was confirmed that the insertion handles are function checked before they leave the manufacturing facility. Although the exact cause of failure could not be determined, the complaint condition is likely the result of technical complications during the assembling of the philos aiming system.

Event description:
This is 1 of 2 reports for complaint (B)(4).